Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the extension tubing kinked and occluded during patient use. The tubing was noted to be soft near the top of the tubing causing it to kink and occlude IV fluids. There was no patient harm.

Manufacturer narrative:
(B)(4)